Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's low voltage lead was dislodged and the helix failed to retract. The low voltage lead was implanted and explanted on the same day. The patient remained stable throughout the procedure.